Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press, and the screen would not turn on. Blood glucose levels were within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Tandem technical support advised the customer to keep the pump plugged into a power source to use the screen until a replacement pump arrives. The replacement pump with updated software was sent, and the customer acknowledged and understood the instructions provided, including how to store the old pump and return it to tandem.